Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The patient has low risk disease and the magnetic resonance imaging (MRI) post procedure showed a free flap of rectal mucosa between two layers of rectum which looks like a rectal wall invasion. 2.5cc of hydrogel was noted to be in the rectal wall. The patient treatment on external beam radiation therapy (ebrt) was delayed until the gel dissolves.